Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system was used to successfully implant a 30mm watchman® closure device. After releasing the closure device, they brought the system back into the right atrium and noted there was a large right to left shunt, larger than the asd from the transeptal puncture. During the procedure, the left atrial pressure was measured at 18mmhg, which was the same pressure for the right atrium when they brought the access system back through the right atrium. This was a bi-directional shunt, so the physician put in an asd closure device to seal the asd. There were no patient complications and the patient is feeling well.